Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. (B)(6). Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. The customer resolved the issue with routine troubleshooting and by replacing a buffer syringe due to apparent rust around the casing prior to beckman coulter field service engineer (fse) performing on-site evaluation. No parts were returned for failure analysis. The fse performed a visual inspection of the instrument and no anomalies were identified. Functional testing performed and confirmed the unit was operating properly. The investigation was not able to confirm a device issue that could be associated with the reported event as the event was resolved by the customer.

Event description:
The customer reported an imprecision issue described as occasional fliers for all electrolytes due to issues with the ion-selective electrode (ise) cell 2. There was no report of death or serious injury.